Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2020-01-15. It was reported that the cause of the lead being placed in the wrong place was physician error due to patient's anatomy at t12. Revision was performed (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 08-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the paddle was placed in the wrong spot and it was not covering the patient's pain. Reprogramming did not help. The neurosurgeon may be doing a revision. No further complications were reported.